Manufacturer narrative:
The remote service engineer (rse) spoke to the biomedical engineer (biomed), and the biomed advised that he wanted the clinical audit logs for the samjones unit retrieved for review purposes. The biomed had no details as to time, date, or alarm in question. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. Due to the lack of available information, the exact cause for the reported issue remains unknown, and a malfunction of the device cannot be ruled out. The rse exported the clinical audit trail for the samjones zone for one day and sent it to the biomed per his request.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms keep turning off intermittently. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.